Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intraocular lens (iol) implant procedure, two cracks were observed on lens optical zone. After the completion of the breast surgery, the lens was not inserted. There was no patient harm.